Event description:
During the operation, the handpiece stops working, as a result the pt's mucosa has been damaged.

Manufacturer narrative:
According to the assessment of the returned en-049 handpiece serial number (B)(4), we noticed that the handpiece's body assembly is degraded, we can see a gap between the upper part and the lower part of the body. This gap can be increased making a radial torsion on the handpiece. The metal ring is free to turn unlike a new handpiece". This could have led to the problem reported. However, the risks of "no vibration of the tip" or "uncontrolled vibration of the tip" are covered within our risk analysis and have been classified as acceptable. Moreover, in our user manual fb-462/3, we clearly specify that the user must "always examine its piezon surgery systems for damage before commencing treatment, damaged accessories or a damaged product must not be used and must be replaced".